Event description:
The pt underwent the cvs procedure at 11.5 weeks gestation. One transcervical pass was made. The pt began bleeding two hours poat procedure and no fetal cardiac activity was detected. The lack of fetal cardiac activity was confirmed on day post procedure and no fetal cardiac activity was detected. The lack of fetal cardiac activity was confirmed one day post cvs and a d & c was performed.